Event description:
It was reported that, during thr surgery, the locking tabs of a redapt staple augment 68 mm x 12mm were ripped out during screw insertion. All the broken pieces were retrieved with tweezers and accounted for. The procedure was resumed, without any delay, using a s+n back-up device. No injury was reported as a consequence of this issue.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation. However, the photograph was reviewed, and revealed that the tabs of the device fractured. The device shows signs of use. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. According with inspection drawing, it includes the verification of part per paperwork and work instruction, parts are free of burrs, pits, sharp edges, or nicks, no visual damage, also, it is required to ensure materials quality lab report is matched with production order. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include surgical technique used, excessive forces applied or user error. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that, during thr surgery, the locking tabs of a redapt staple augment 68 mm x 12mm were ripped out during screw insertion. All the broken pieces were removed and accounted, retrieved with tweezers. The procedure was resumed, without any delay, using a s+n back-up device. No injury was reported as a consequence of this issue.